Event description:
It was reported that the customer cannot open the battery compartment. Customer's blood glucose level was 210 mg/dl. Customer stated that they are unable to remove the battery cap on their pump. Customer attempted to remove the battery cap with a quarter and a large screwdriver. Customer was advised to discontinue use of the pump if the screen was blank. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. The top part of the battery cap is stripped at this point. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).